Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The (B)(6) nurse is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/27/2017 and open vial date is not provided. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.